Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted global technical service regarding a check patient line alarm during initial drain while using the homechoice. The caregiver stated there was an air bubble in the patient line. The technical service representative advised the caregiver to end therapy and start over with new supplies. The cause of the air was unable to be readily determined. There was a patient involved, but no patient injury or medical intervention was indicated at the time of the initial report. No additional information is available.